Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin, and remained static at 105 units. During a follow-up call on (B)(6) 2017, the customer reported that the insulin gauge began to decrease as expected. The customer's blood glucose level was 118 mg/dl.